Event description:
The device was returned for repair. Follow-up information received reported the device stops working in the beginning test, as soon as it is turned on. No patient involvement or complications were reported as a result of this event. The device subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. The event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) analysis noted a ram error message at power-up. An integrated circuit was found to be out of specification. The rear bumpers were also observed to be broken.